Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been urinating uncontrollably and could not make it to the bathroom at night and had a change in symptoms. Patient had been going more frequently including being in and out of the bathroom 4 times. Patient stated they were previously able to sleep the entire night. Patient mentioned that three weeks ago they were walking a dog that gave them a real jerk, and after they hurt on the side of the ins including a sharp pain on the front of the side. Patient went to a chiropractor on (B)(6), who was gentle. Patient's stimulation was on at program 4 at 1.6v. No further complications were reported. [Refer to (B)(4) for details pertaining to previous reports of urinating more].

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient went to the doctor and they stated with the stimulation on it was working. Patient said it was improving and knew it was working. No further complications were reported.